Event description:
The clinician reports that the day the implant was placed in fdi 35, failure occurred upon insertion. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.